Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump received another failed battery test alarm even after the battery has been changed. The customer was advised to monitor. The insulin pump is not expected to return for analysis.